Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative spondylolisthesis; and underwent posterior fixation at l4-s2 and posterior lumbar interbody fusion at l4-s1. On an unknown date, post-op, the screw at l4-l5 became loose and backed-out, and it was about to pierce the skin. The patient also had pain. Although the symptoms of the lower limb (before the surgery) was gone, pain in the lower back was observed. The patient's family suspected it was due to the surgery and implant. Bone quality was bad and bone fusion was not completed. Hence, on (B)(6) 2019, a revision surgery was performed and the backed-out screw was completely explanted. There were no patient complications as a result of this event.